Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer mentioned an error message stating "requires maintenance" was displayed on the screen. The customer powered off the station, unplugged and reconnected the power cords, and then powered the station back on; however, they were still unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended when the field service engineer investigated the issue.